Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump alarmed no disposable with treprostinil reservoir volume 16 milliliters. This is the second time this pump has been used and both times had no disposable alarm. The cassette and pump were switched both times. There was no patient injury.

Manufacturer narrative:
Other, other text: additional information: h6 - health impact code. Device evaluation: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.